Event description:
Caller reported a malfunction on the pump with the malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with pump reset information and assisted by technical support to reset the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reoccurs.